Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the clinic for a device check because of a fall. It was noted that the right atrial (ra) lead had exhibited oversensing. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that noise was noted on the right atrial (ra) lead.